Event description:
As reported, a female patient (B)(6) of age presented for a endovenous laser treatment. After successfully completing the ablation of the greater saphenous vein, the treating physician removed the fiber from the patient. The physician noted that the gold tip of the fiber was detached from the fiber shaft. An x-ray revealed the gold tip to be located in the soft tissue medial to the left knee. As of (B)(6) 2012, the gold tip remains in the soft tissue of the patient. There was no report of permanent injury of harm to the patient. It was reported the device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved in the incident was available to be returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).